Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and occlusion are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.75x15mm xience xpedition stent and a 3.0x12mm xience xpedition stent were implanted in the mid left anterior descending (lad) coronary artery, 80% stenosed lesion. On 04/03/2014, the patient was discharged from the hospital. On (B)(6) 2014, the patient was hospitalized for reoccurring paroxysmal heart palpitations and reoccurring chest pain. A non-abbott stent was implanted in the proximal lad, 80% stenosed lesion and 2 non-abbott stents were implanted in the lad to diagonal 1 coronary artery, 80% stenosed lesion. Reportedly, both the 2.75x15mm xience xpedition stent and the 3.0x12mm xience xpedition stents remained patent, without stenosis in or within 5mm. The patient was discharged from the hospital. On (B)(6) 2017, it was discovered that the patient felt flustered with chest pain at times. Medication was provided. There was no coronary angiography performed. Per study physician, this event was not a serious event and did not require hospitalization. There was no reported device malfunction. In (B)(6) of 2019, the patient was hospitalized due to chest pain. Coronary angiography was performed and stent blockage was noted. There were no provided specifics as to which stent was blocked. Unspecified treatment was provided and the patient was discharged from the hospital. Per physician, the event was possibly related to the device. Reportedly, the patient is currently in good health. No additional information was provided regarding this issue.